Event description:
Patient dropped her cadd legacy pump in the water. Sn (B)(4) / sending replacement pump for tomorrow. The box we send the new pump in is the same box used to return the broken pump. No harm to patient, she had her back up pump ready to infuse. Reported to (B)(4) by: patient/caregiver. Dose or amount: 69 ng/kg/min. Frequency: continuous. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.